Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p waves and high thresholds after coronary artery bypass graft. The ra lead was explanted and replaced. On replacement of the atrial lead and the device hooked back in the pocket, the patient lost capture on the right ventricular (rv) lead. The rv lead was noted to have slightly pulled back and due to the patient being pacemaker dependent the rv lead was removed and replaced. No patient complications have been reported as a result of this event.